Event description:
It was reported that during a surgical procedure at the user facility the device manifold became clogged. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was discarded by the user facility and not returned for analysis; it is not possible to perform a device evaluation without return of the device. Device not returned.